Manufacturer narrative:
(B)(4). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product was entered in error and was rejected. Please disregard MFR report #1818910-2013-04003.

Event description:
Clinical report states: femoral fracture leading to revision of liner (right hip). Update (B)(4) 2012 - patient's medical records received. Records indicate upon revision metallic debris was found and also loosening of the femoral sleeve. The liner, head, and sleeve were added to the complaint.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.